Event description:
Surgeon reported event as, pt not tolerating fluids, dehydrated - total refill of band. At hospital ba swallow done - band slippage confirmed and full band removed and not replaced at this time. The explanted device is being returned. F/u findings: pt's lack of tolerance for fluids due to band slippage.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report has not been returned with the lap-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Band slippage, dehydration and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See related medwatch report # 2024601-2009-00731. Device labeling addresses the reported events of band slippage as follows: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Device labeling addresses the possible outcome of dysphagia and dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."